Manufacturer narrative:
(B)(6). Date of event: (B)(6) 2010. Additional description of event: the patient underwent a 4-level kyphoplasty procedure at levels t11, t12, l1 and l2. Following the procedure, the patient went into respiratory and cardiac failure. After 30 minutes of resuscitation, the patient was pronounced deceased. Other relevant history: the patient's past medical/surgical history includes: open heart surgery in 2000; removal of gall bladder in 2009. The patient has a pacemaker/defibrillator; a history of high blood pressure, heart disease, heart attack, congestive heart failure, valve disease, osteoarthritis and rheumatoid arthritis. The patient was on medications: coreg, diovan, lasix, clivel, amiodarone, darvocet n100, lisinoprol, prednisone, coumadin.

Manufacturer narrative:
Method - device not returned; followed up with sales rep.

Event description:
It was reported that: a balloon kyphoplasty procedure was perfomed on a high risk cardiac patient for a vertebral compression fracture. The procedure was completed successfully. Approximately ten minutes post procedure, the patient experienced a respiratory arrest. CPR was performed for 25-30 minutes. The patient expired. No further information was reported.